Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time. (B)(4).

Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to perforation. The perforation was suspected when the electrocardiogram showed a complete heart block. After that, patient was sent to the emergency room, and loss of capture, with asystole less than 2 seconds, on low outputs and chest discomfort on maximum outputs were observed, perforation was confirmed through a computed tomography scan. In addition, this lead was also found to be dislodged and exhibited high pacing thresholds. No additional adverse patient effects were reported.